Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no indication a device malfunction contributed to this adverse event.  Per medical opinion, the event was related to the device.  The root cause of the event remains indeterminable but was like impacted by patient and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry, on postoperative day (pod) 5 of a transapical or transaortic tavi procedure with a 26 mm sapien 3 valve, atrial fibrillation and atrial flutter were temporarily observed. Direct current cardioversion was performed and medication was adjusted. During monitoring, the patient returned spontaneously to sinus rhythm. On pod 8, the patient was discharged and, ¿recovering¿. As per medical opinion, the event was related to the device.